Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an emergency endovascular treatment for an intestinal fistula caused by a right common iliac artery rupture using gore® excluder® aaa endoprosthesis. The patient's abdominal aortic diameter was narrow at approximately 14 mm. Angiogram was performed, and blood flow in the left leg was poor. As it was believed that the collapse of the left leg was caused by a narrow arterial lumen, a femoral-femoral artery bypass was performed. On (B)(6) 2024, computed tomography image showed that the left limb was deployed outside of the contralateral gate. The physician stated the following: spin check was performed, and the catheter turned. I didn't notice the deployment outside the gate. Originally, there was an intestinal fistula, and the device was scheduled to be removed as soon as the patient stabilized (in about 2 weeks). I'll check the device when it was removed.